Event description:
It was reported the device was in use for infusion of pain control. The reporter stated patient reported pain level at 7 out of 10. The staff administered a bolus dose to address pain and found the device was leaking at the tubing clip area. No adverse effects reported.